Manufacturer narrative:
Investigation summary: 9 samples were received. One came in an opened packaging blister and the other 8 in sealed packaging blister. Visual inspection was performed. The sample in the opened packaging blister has the barrel cracked. The crack starts at the barrel flange it goes down for 3 ½¿. From the other 8 samples five have cracked barrels. The photo provided shows a syringe with the barrel cracked. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. This is the 1st complaint for lot # 9275399 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: after the molding process the syringe get the scale printed then silicone is applied and the rubber stopper-plunger rod is assembled, after that the packaging process is completed. In this case it could have happened a jam at the plunger rod-rubber stopper assembly machine inducing the damage to the barrel. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 8 bd luer-lok¿ tip syringes were found cracked before use while the pharmacy was preparing medication for a patient. Two of the syringes were used when the issue was found, and were discarded; one syringe was removed from the packaging but not used, and the remaining five syringes were unopened. The following information was provided by the initial reporter: "we discovered a few cracked bd 30 ml syringes, all with lot number 9275399." "How many syringes were discovered cracked? A total of 8: 2 were used and issue identified and discarded, 1 was removed from the packaging and unused but the packaging associated with it is kept, 5 syringes remain inside the packaging. Were the syringes discovered before, during, or after patient use? Before, these were discovered while pharmacy was preparing a medication for patient use."